Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed unspecified oversensing on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was stored as non-sustained right ventricular oversensing (nsrvo) episode. No changes or interventions were reported. The patient condition was not known.